Manufacturer narrative:
Date of event was a retrospective study of patients undergoing surgical treatment for type I chiari malformation between june 2008 and january 2015. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Implant date not provided by the complainant. Number 510(k) is k160869. Product manufacture date unknown; lot number unknown. This MDR captures aseptic meningitis occurrence 6 of 7. Aseptic meningitis is a condition referring to inflammation of the meninges that is not cause by bacteria. A review of the IFU indicated that acute or chronic inflammation was noted as one of the potential complications that are possible with the use of surgical graft materials. A direct root cause, for the occurrence of aseptic meningitis, is inconclusive. However, aseptic meningitis is a known post-operative complication associated with the posterior fossa decompression surgical procedure. Factors that could contribute to this occurrence include but are not limited to surgical technique, hindered healing process (poor nutritional state, presence of infection, steroid therapy), and viral infections.

Event description:
Http://dx.doi.org/10.1016/j.wneu.2017.08.061. Seven (7) patients, who underwent posterior fossa decompression surgeries for chiari malformations, "developed meningitis, all of whom had confirmed or suspected aseptic meningitis. There were no occurrences of bacterial meningitis in the porcine dural substitute group." The authors noted that "of the treatment characteristics investigated, ebl (estimated blood loss) was associated with a slightly greater risk of meningitis but not other postoperative complications." No additional patient specific details were provided by the authors.